Event description:
It was reported the patient developed an infection in the blood. The organism was identified as (B)(6). The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.